Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v162256, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v006916, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The patient reported they got a second implant in their neck but ended up getting it explanted due to "blacking out and getting lightheaded." Relevant medical history includes other chronic/intract pain (trunk/limbs). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.